Event description:
The hospital operator was notified of a electrical smell on one of the nursing units. Security and the nursing supervisor were notified. It was found that the motor connected to the specialty bed had an electrical smell. It was unplugged ,tagged for repair and removed from service. Kci was notified for replacement. This is a piece of non hospital owned / rental equipment. ====================== health professional's impression======================do not have any idea.====================== manufacturer response for specialty bed, one step======================equipment was returned to the corporate office.